Manufacturer narrative:
(B)(6). Actual reporter information is not available at this time. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
During pta of a left shunt vessel, a saber ruptured at 14 atm and another balloon was used to finish the procedure and there was no reported patient injury. The lesion was moderately calcified and heavily tortuous. The rate of stenosis was 90%. After the lesion was crossed with a guidewire (gt wire, terumo), the saber was delivered to and inflated at the lesion. However, it ruptured at 14 atm during its initial dilatation. Therefore, the saber was removed from the patient and another new balloon (yoroi 6x4cm, kaneka) was used instead. The procedure was finished successfully. The product was clinically used. And it will be returned for analysis.

Manufacturer narrative:
During a percutaneous transluminal angioplasty (pta) of a left shunt vessel, a saber balloon catheter (bc) ruptured at 14 atmospheres (atm) and another balloon was used to finish the procedure and there was no reported patient injury. The lesion was moderately calcified and heavily tortuous. The rate of stenosis was 90%. After the lesion was crossed with a guidewire, the saber was delivered to and inflated at the lesion. However, it ruptured at 14 atm during its initial dilatation. Therefore, the saber was removed from the patient and another new balloon was used instead. The procedure was finished successfully. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The brand of contrast is unknown but the contrast to saline ratio was 50:50. The brand of inflation device used was an everest. The same indeflator was used successfully with other devices. There was no difficulty advancing the balloon catheter through the vessel, no difficulty crossing the lesion and the catheter was never in an acute bend. The balloon catheter did not kink while being used. The balloon catheter was easily removed from the vessel and from the other devices. The product was removed intact from the patient. The product was returned for analysis. One non sterile saber bc 6mm x 4cm 90cm was returned. The balloon was already inflated. Kinks were observed at 15cm, 34cm, 53cm, 59cm, 71cm, 77cm and 92cm from hub. No other anomalies were noted in the returned device. A leak test using an indeflator (lab sample) revealed a pin hole in the balloon. Sem analysis revealed that the external surface showed abrasion and scratch marks that could be related to the balloon burst. The internal surface and marker bands did not reveal any damage. No other anomalies were found during the analysis. A device history record (DHR) review of lot 16093238 revealed no anomalies or non-conformances that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ was confirmed through analysis of the returned device. The exact cause of the burst could not be determined during analysis. Based on the information available for review, vessel characteristics (moderate calcification, heavy tortuosity and a rate of stenosis of 90%) may have contributed to the burst as evidenced by abrasions noted on the outer surface during analysis. Neither the DHR review nor the product analysis suggests that the burst experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
Additional information was received that there were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The brand of contrast is unknown but the contrast to saline ratio was 50:50. The brand of inflation device used was an everest. The same indeflator was used successfully with other devices. There was no difficulty advancing the balloon catheter through the vessel, no difficulty crossing the lesion and the catheter was never in an acute bend. The balloon catheter did not kink while being used. The balloon catheter was easily removed from the vessel and from the other devices. The product was removed intact (in one piece) from the patient. Additional information is pending and will be submitted within 30 days.